Manufacturer narrative:
(B)(4) - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set fell off events in between (B)(6) -2023 to (B)(6) 2024. The glucose level was 200 mg/dl at the time of fourth event. No further information available.